Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was giving patient disconnects/self check failures. No failures seen in alarm history. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was giving, "patient disconnects/self check failures", "compressor failure -1001 " and "compressor fault-2001 " error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). The device was not returned to zoll medical corporation for evaluation. A zoll field representative evaluated the device at the customer's facility. The customer's report was observed during review of the device data logs. The device was put through extensive testing using a known good test setup without duplicating the report. These alarms can be caused by the device setup (patient circuit) and/or settings upon power up, wet/dirty flow screens or kinked hosing. The presence of these alarms is not necessarily an indication of device malfunction. The device was found to be operating as intended. The device was recertified for clinical use. Analysis of reports of this type has not identified an increase in trend.